Event description:
In early 2009 "caller alleged discrepant results compared with the lab. Results as follows:" pt's coumadin was held.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (different pt). Both inratio and comparative system inr were calculated. Test 1 and test 2 mean >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required when meter is returned.